Event description:
Patient presented back to the physician with continued headaches. Physician brought the patient into the or and explanted the entire inspire system.

Event description:
Patient presented to the physician with ongoing right-sided headaches since the implant procedure and pain radiating to the ear and jaw. Physician prescribed pain medication and steroids.